Event description:
Pen did not function when injecting into thigh - no adverse event [underdose]. On an unknown date, the pt rec'd nutropin aq, (3, units not reported, qd, im) for the indication of growth hormone deficiency. The lot number for nutropin aq was not reported. The date of last administration prior to the onset of the event was 12/27/2005. It was reported that the pt had been using that particular pen (lot# l00163) since 07/2004 and had not experienced any problems with it prior to this event. In 2005, the pt's pen did not function when injecting into thigh - no adverse event (underdose). Specifically, the button did not lock into place and the pt was unsure if he rec'd the full dose. No relevant laboratory tests were reported. The pt reloaded the cartridge and the button locked into place. Since the initial experience, they felt that the pen had been working per specification, but did request a new one (awaiting arrival). Action taken with nutropin aq was not reported. In 2005, the event resolved. The pt's mother assessed the event of underdose as not related to nutropin aq pen. It was reported that the device was dropped prior to experiencing the dose knob issue and the reporter suspected the dropping of the pen was the cause of the complaint. No other suspected causes were identified. This report was forwarded to genentech product quality and assigned pcs 4104. No further info was available. Pharmacovigilance: the event of underdosage within the nutropin aq pen may be related to the pen having been dropped. This event will be evaluated by product quality. The pt did not experience any adverse events associated with the possible underdosage.